Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an audio anomaly on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was partially performed, confirmed that the audio option was enabled. Conducted audio test and pump did not pass. No harm requiring medical intervention was reported. Mmt-1805 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Unit passed the displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of anomalies during testing. Thus, software was utilized and downloaded trace/history files properly. However, there is no data available on ((B)(6) 2025), unable to perform data analysis for no audio/vibrate anomaly/absence of alarm complaint. Unit was cut open and performed a visual inspection on connectors and electronic assemblies. Per visual inspection and found moisture damage on the electronics, battery tube, moto and vibrator during visual inspection. Unit p-cap / test reservoir lock in place properly. The following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. In conclusion, no unexpected audio/vibrate anomaly/absence of alarm anomalies noted. However, moisture damage on the electronics, battery tube, motor and vibrator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.